Event description:
It was reported that the patient underwent a primary hip surgery on (B)(6) 2006. Revision procedure was performed on (B)(6) 2015 due to unknown reasons. No further information has been received.

Manufacturer narrative:
This follow-up report is being filed to relay corrected and additional information, as well as product evaluation results. Examination of returned device found no evidence of product non-conformance. During the evaluation, it was noted the root cause of the event was most likely due malpositioned components, third-party debris, or joint laxity; however, a conclusive determination could not be made. There are warnings in the package insert that these types of events may occur. Under warnings, number 4 states, "malalignment of components or inaccurate implantation can lead to excessive wear and/or failure of the implant or procedure." Under possible adverse events, number 8 states, "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity can also contribute to these conditions." Number 10 states, "fretting and crevice corrosion can occur at interfaces between components." Number 11 states, "wear and/or deformation of articulating surfaces." This report is 1 of 2 mdrs filed for the same event (reference 3002806535-2015-00092 / 04183).

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. The following sections could not be completed with the limited information provided. Expiration date - unknown. Manufacture date - unknown.